Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis. External insulation abrasion was noted at 12.4-12.9cm from the connector pin, consistent with lead friction to the device can. The silicon insulation was intact at this location.(B)(4).